Manufacturer narrative:
Eval of the device did not reproduce the failure. Notified the customer that the issue could not be duplicated. Unit was returned to the customer as requested.

Event description:
Imp (B)(4).